Event description:
It was reported that stent damage occurred. Pre-dilatation was performed resulting in a 25% residual stenosis. A 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. After removal, it was found that the stent strut was lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6). Date of event: used the first date of the month of the bsc aware date as the information provided is incorrect.

Event description:
It was reported that stent damage occurred. Pre-dilatation was performed resulting in a 25% residual stenosis. A 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. After removal, it was found that the stent strut was lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). B3: date of event: corrected from (B)(6) 2022 to (B)(6) 2021.